Event description:
The screw was replaced during a revision surgery because it had become loose. It is unk which of the two sizes provided had come loose.

Manufacturer narrative:
Nexus cmf has requested that the explanted screw be returned to nexus cmf. However, the screw has not been returned as of (B)(4) 2014.